Event description:
It was reported that prior to the implant procedure, this patient passed the automatic screening tool for a subcutaneous implantable defibrillator (s-ICD) system. However, during the implant procedure during wound closure, the automatic setup tool was performed and failed. The monitoring electrocardiogram indicated low amplitude measurements. The physician subsequently attempted to reposition the system, but better amplitudes were not achieved and the automatic setup was unable to be performed. The physician subsequently elected to explant the s-ICD system and implant a transvenous system to resolve the event and the patient was stable. The s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that prior to the implant procedure, this patient passed the automatic screening tool for a subcutaneous implantable defibrillator (s-ICD) system. However, during the implant procedure during wound closure, the automatic setup tool was performed and failed. The monitoring electrocardiogram indicated low amplitude measurements. The physician subsequently attempted to reposition the system, but better amplitudes were not achieved and the automatic setup was unable to be performed. The physician subsequently elected to explant the s-ICD system and implant a transvenous system to resolve the event and the patient was stable. This s-ICD device was received for analysis.